Event description:
The customer reported that during a colon resection procedure, the device did not seal correctly, although an endtone, indicating a completed seal cycle, was heard. No alarms sounded. There was no bleeding or tissue damage, and no injury to the patient. Another device of the same type was opened and used to complete the procedure without further incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used ls1020 device was received for evaluation. Visual inspection found the device was warped due to extensive heat damage. The heat damage caused the device to be nonfuctional, preventing any further testing of the device. Thus, the reported condition could not be confirmed due to the condition in which the device was received. A device history record review was completed for this lot number, and no entries pertinent to the customer&#39;s report were noted.